Manufacturer narrative:
The device was visually inspected, and it was found with no apparent damage. Leak testing of the device, in accordance with mentor procedures, revealed no leakage sites. No anomalies were observed. Complaint was not confirmed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Event description:
This complaint is duplicate of (B)(4) (psr-q4-01-31-2018). All the information will be captured in this complaint. It was reported that a (B)(6) caucasian female patient who underwent breast augmentation with mentor gel implants on (B)(6) 2009 underwent digital mammogram on (B)(6) 2017 that showed abnormal contour of right implant with dense material seen surrounding the implant but possibly contained within the capsule. The patient underwent revision procedure on (B)(6) 2018 for suspected right breast implant rupture, possible right breast capsular contracture, and bilateral ptosis. During procedure, the implants were removed intact and 300 cc of serosanguineous fluid was removed from the right breast. The patient underwent bilateral peri-areolar mastopexies and placement of new mentor silicone gel implants bilaterally. This report is for the right side.